Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during the preparation of central venous catheter (cvc) insertion, the cook spectrum minocycline/rifampin impregnated five lumen central venous catheter was flushed and discolored saline/unknown sediment material was discharged from all 5 lumens. The customer opened a second device kit, reported on medwatch 1820334-2018-03460 and the same issue occurred. A third kit was opened, tested and used successfully to complete the procedure. As reported, the patient did not experience any adverse effects due to this occurrence as the device did not make patient contact.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, instructions for use, manufacturing instructions, quality control, as well as a functional test and dimensional verification of the returned device was conducted during the investigation. The complainant returned two, five lumen catheters to cook for evaluation. For catheter 1: red hub - the cannula was removed and was found to be covered in brown matter. The lumen flushed clear. No resistance was felt during flushing and no excessive abrm residue was observed. Blue hub - when the hub was flushed, brownish liquid with black specs appeared. No resistance was noted upon flushing and no excessive abrm residue was observed. White hub - when the hub was flushed, brownish liquid with black specs appeared. No resistance was noted upon flushing and no excessive abrm residue was observed. Green hub - when the hub was flushed, brownish liquid with black specs appeared. No resistance was noted upon flushing and no excessive abrm residue was observed. Yellow hub - when the hub was flushed, slightly brown liquid with black specs appeared. No resistance was noted upon flushing and no excessive abrm residue was observed. For catheter 2: red hub - the cannula was removed and was found to be covered in brown matter. The lumen flushed slightly brown. No resistance was felt during flushing and no excessive abrm residue was observed. Blue hub - when the hub was flushed, brown liquid appeared. No resistance was noted upon flushing and no excessive abrm residue was observed. White hub - when the hub was flushed, slightly brown liquid appeared. No resistance was noted upon flushing and no excessive abrm residue was observed. Green hub - when the hub was flushed, brown liquid with black specs appeared. No resistance was noted upon flushing and no excessive abrm residue was observed. Yellow hub - when the hub was flushed, brown liquid with one black spec appeared. No resistance was noted upon flushing and no excessive abrm residue was observed. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no nonconformances for lot 8904824. Four nonconformances were revealed for complete catheter lots ic8710984 and ic8710986, but it was concluded that those nonconformances were not related to this incident. Subassembly lots sa8668455 and sa8700645 showed no nonconformances. It should be noted that there were no other complaints reported for the above-mentioned product lots. It was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested catheter maintenance "...the antimicrobial agents minocycline and rifampin contain yell/orange pigments. Some coloration of the cook spectrum catheters is normal." Instructions for use "... Prepare the catheter for insertion by flushing each of the lumens..." Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Most likely, the device was flushing out excessive abrm coating, however, the exact substance flushed out of the device could not be tested for abrm. The instructions for use state that, ¿some coloration of the cook spectrum catheters is normal.¿ a quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded no risk reduction activities are required at this time. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.